Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The paper states revision mechanical loosening. No additional information was given.